Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2015-08159. It was reported that a pericardial effusion occurred post procedure. A 33mm watchman laa closure device and delivery system along with a watchman access system were selected. The closure device was implanted during a left atrial appendage (laa) closure procedure without any problem. Nine hours after the procedure, the patient experienced a pericardial effusion and was treated by pericardiocentesis. No further patient complications were reported and the patient has been discharged.